Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
After the lead was connected to the ens the impedance measurements were out of range and the pt showed no therapeutic benefits. The lead was replaced and the pt was okay.